Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not monitoring high voltage lead impedance trends properly; the device was recording impedance measurements sporadically with several months of blank trending. All electrical measurements were normal and in-range. Patient will be monitored.

Manufacturer narrative:
The reported field event of missing hv lead impedance trend data was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The session records were reviewed and it contained evidence of several unsuccessful far field morphology template evaluations. These ongoing evaluations caused postponement of the hvli measurement requests. It is suspected that the evaluations were the cause of the missing data in the hvli trends.

Event description:
New information received indicated that the device was prophylactically explanted and replaced, unrelated to previous reported event.